Event description:
It was reported that the pump alarm was heard by the patient "since (B)(6)", and a critical alarm was confirmed by telemetry due to the pump reservoir volume reaching zero milliliters (ml). The last refill date was on (B)(6) 2012 when 20 cubic centimeters (cc) of drug was put in the reservoir. The low reservoir alarm date was (B)(6) 2012 and the low reservoir alarm volume was programmed to 2 cc. Programming indicated that 20.7 cc would have been delivered. The patient had achiness in the legs that began 2 to 3 days prior to the date of the report. The pump was being used to deliver morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709 lot# j11297r47, implanted: 2002 (B)(6), product type catheter. (B)(4).